Event description:
It was reported when using the bd pyxis es refrigerator did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the refrigerator did not detect on communication bus. A field service engineer worked with customer remotely to power cycle the refrigerator with switch and key to resolve the issue. The system functioned as intended after the field service engineer guided the customer.